Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the posterior and crease fold. A microscopic analysis was performed which identified: three openings sharp and non-penetrating nick near of the openings site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three sharp openings on the posterior due to surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2019-14178. All available information has been consolidated into this report.

Event description:
Patient reported "silicone remains in the body."